Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a hindfoot revision /calcaneus and tibia revision surgery. Allegedly, during mixing of the bone graft the mixture hardened prematurely and could not be used in the surgery. Another kit was opened up to complete the surgery. No patient complications were reported.